Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, power turned off during procedure occurred due to power issue with the boom arm in the operating room and no issues were found with the subject device. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter noting that the boom arm in the or room was experiencing a power issue. The customer confirmed that the subject device would not be returned, but could not provide any information beyond that.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
The customer reported that his olympus high flow insufflation unit lost power during a procedure. According to the initial reporter, he powered the unit back up and completed the case without any issues.

Manufacturer narrative:
Following the power loss issue, the customer called olympus technical assistance center (tac) personnel to report his event. During the call, the customer confirmed that he powered the unit back up and completed the case without any issues. The customer went on the inquire on what could possibly cause the power failure. Tac informed the customer that he couldn¿t be sure given that he wasn¿t present with the unit. The customer noted that he would call back should the event happen again. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.